Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. An event of cardiac arrest was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
At the end of a pulsed field ablation procedure for atrial fibrillation, with the advisor hd grid catheter in the atrium for post mapping, the patient suddenly became arrested. Cardiac massage had to be started immediately after using the viewmate for the echocardiogram. The procedure was completed without replacing the device and there were no adverse consequences to the patient. There were no alleged performance issues with any abbott devices.